Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: when connected with IV, fluids will not flow through maxzero. Seems like the nfc is not open.

Manufacturer narrative:
H6: investigation summary: a mz1000 product was not available for investigation; furthermore the lot number of the complaint sample was also reported unknown. The feedback provided by the customer indicates complete occlusion was detected when using the maxzero component. Information provided by the customer appears to indicate that an unknown 3-way stopcock was connected to the maxzero when the occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported while using bd maxzero¿ needle-free valve the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: when connected with IV, fluids will not flow through maxzero. Seems like the nfc is not open.